Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the event and treatment details was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered. No additional information is available.